Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm. The customer's blood glucose was 540 mg/dl at the time of incident. The customer stated that they treated the high blood glucose manual injection and they were able to bring down the blood glucose to 415 mg/dl. The customer performed fixed prime and the insulin did not exit. The customer performed plunger push and the insulin did not exit as well. The customer was advised to change the reservoir and infusion set. The reservoir will not be returned for analysis.